Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Event description:
During a rotator cuff repair it was reported that the implant was broken during surgery. There were no reported patient injuries or complications. A few broken pieces from the original anchor remain in the patient because it was hard to remove entire broken anchor. Another hole was drilled and the procedure was completed with a new device.

Manufacturer narrative:
Only the insertion device was returned and as such, the complaint mode could not be visually confirmed. Dimensional checks are not required for this complaint mode. The insertion device actuates and functions per design intent. With the state of the returned device, no root cause evaluation could be performed. No further investigation is required.(B)(4).